Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500 a per FDA request.

Event description:
According to the reporter: during gastric sleeve, the device made loud noise, poor staple formation and suddenly stopped working making the staple line incomplete, it was then resutured. A new handle was opened in order to complete the case. There was no patient injury involved regarding the event.